Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. On an unreported date in the same month as peritonitis onset, peritoneal dialysis therapy was discontinued and the patient was placed on hemodialysis; therefore, the device is no longer considered suspect product in this event. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced fungal peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis. It was reported that the peritonitis was manifested by cloudy effluent. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. Three days after hospitalization, pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient was still hospitalized and was recovering from the peritonitis. Additional information was requested but is not available. This is report 3 of 4 involved in this event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).